Manufacturer narrative:
(B)(4). The event outcome is being changed to malfunction. Further review of the event details shows no surgical intervention and no other indication of serious injury.

Event description:
Clip broke during surgery. The surgeon had to search inside and found the piece. All was discarded.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73k1900500 was manufactured on 10/21/2019 a total of (B)(4) pieces. Lot was released on 11/04/2019. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
Clip broke during surgery. The surgeon had to search inside and found the piece. All was discarded.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Clip broke during surgery. The surgeon had to search inside and found the piece. All was discarded.